Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The coil was returned with the microcatheter used during the procedure. Analysis of the returned device revealed that the main coil had detached/separated via a physical break at the main coil junction. In addition the coil was heavily stretched and was protruding from both ends of the introducer sheath. The main coil suture was broken (not melted). The delivery wire was kinked/bent likely due to handling. Functional testing could not be performed due to the condition of the device. Information available indicated that coil was confirmed to be in good condition prior to use, and that the patient¿s anatomy was severely tortuous. The returned microcatheter was noted to have slight damage to the distal end. It is probable that the damage to the distal end of the microcatheter shaft was caused as a result of the tortuous anatomy ultimately contributing to the damages observed to the main coil during the clinical procedure. An assignable cause of operational context has been assigned to this investigation.

Event description:
Analysis of the returned device revealed that the main coil had detached/separated from the delivery wire. There were no reported clinical consequences to the patient.